Manufacturer narrative:
Model number: 720182-01 lot number: 839112013 model description: reservoir flat 100 ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because it is malfunctioning due to fluid loss. "Objectively what is happening is when compressing the pump, it remains collapsed and does not inflate the cylinders. The computed tomography showed that the reservoir in the pelvic region is completely empty."